Event description:
Customer reported that the cufflator will not hold pressure. There was no pt incident or injury reported.

Manufacturer narrative:
Eval, results: eval of the returned product revealed the needle pointer rest at 4. The needle does move up when the inflation bulb is squeezed, but does not hold pressure, therefore, no readings could be taken. Visual findings there is a foggy film on the perflex face plate and the clip is missing. Additionally the rubber protective ring is torn and has thin cuts on it. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).